Event description:
The customer reported an image artifact. There was a line on half of the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative tested the system and no problem was found. He performed repairs related to the loose screw issue. (B)(4).